Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information/investigation results become available, results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with novosyn violet suture. The surgeon is used to using this suture. After the incident with the bent needle, there was a change of box and ligature lot was changed and no problem was found. There is no patient information available, but has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples for analysis. The needles of the samples received have been tested for bending strength and the results fulfill product specifications: 13.59 nxcm in minimum. Minimum bending strength specification: > 10.8 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Bending strength results on samples tested during production were 13.86 nxcm and 13.74 nxcm and fulfilled the specifications of the product. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to onehalf (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. We would like to recommend using an equivalent novosyn reference c0068547 (novosyn violet 2/0 (3) 70cm hr30s), the same combination with a reinforced needle. Final conclusion: although the results of the samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples for analysis. The needles of the samples received have been tested for bending strength and the results fulfill product specifications: 13.59 nxcm in minimum. Minimum bending strength specification: > 10.8 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Bending strength results on samples tested during production were 13.86 nxcm and 13.74 nxcm and fulfilled the specifications of the product. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to onehalf (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. We would like to recommend using an equivalent novosyn reference c0068547 (novosyn violet 2/0 (3) 70cm hr30s), the same combination with a reinforced needle. Final conclusion: although the results of the samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.